Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) of distal tibia procedure, the tip of a cannulated cruciform screwdriver broke off. The surgeon was inserting the screw, tightened the unknown screw in place and noticed that it lost contact with the head of the screw. The surgeon pulled back and realized the end of the tip of the screwdriver had actually broken off. Fragments were generated and were removed. There was a surgical delay of ten (10) minutes. The surgeon did not remove the screw as it was fully inserted when the screwdriver broke. It was noted no holding sleeve was used with the screwdriver. The procedure was successfully completed with no additional medical intervention or x-rays being required. Concomitant device reported: 3.0 cannulated screw (part/lot unknown, quantity 1). This report is for a cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.463, synthes lot # 7745666, supplier lot # na, release to warehouse date: 07 aug 2014, manufactured by synthes brandywine. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) observed that three of the four screw holding tabs of the returned cannulated screwdriver was broken. The broken portions were not returned. Furthermore, the end cap of the handle was observed to be slightly loosened, however the cap is still intact with the handle shaft. No new issues were identified on the remaining portions of the device except for the minor worn surfaces on the device that will not affect the product functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional inspection was not able to be performed on the relevant broken feature as the broken fragments were not returned. However, the dimensional analysis performed on the non-broken tab measured as follows: tab width: 0.55 +0/-0.05 mm measured dimensions: width: 0.055 mm; conforming document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.